Event description:
When the cable was tightened in the proximal femur it slipped out of the groove. The device was implanted in the pt. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford.